Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that there was no fragment that fell inside the patient's anatomy. The patient has not returned to the hospital due to any complications related to the reported event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis. Inspection found a broken blade. The blade broke at roughly 0.184¿ from the base, and the broken piece was not returned with the instrument. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). The system will display an error message and will seize to work accordingly once it detects any blade damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the harmonic ace instrument failed to be recognized. The user completed the procedure using a backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.